Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject with history of end stage, non-ischemic cardio myopathy (cm), asthma, left ventricle assist device (lvad) and automated implantable cardioverter defibrillator (aicd) presented to the emergency department via emergency medical services with severe respiratory distress that began prior to arrival (pta), the subject was unable to give history and had no family present at the time. There was no known onset of the problems. History of present illness (hpi), review of systems (ros), past medical history (pmh), family history (fh), and surgical history (sh) were unobtainable from the subject due to the severity of the respiratory distress. It was reported that the respiratory failure was not related to the device. It was also reported that the subject had a computed tomography scan and reported intracerebral hemorrhage (ich) with ventricular hemorrhage resulting in obstructive hydrocephalus with transependymal flow of cerebrospinal fluid (csf). A blood transfusion was done to resolve this. It was decided that the subject would be treated with kcentra and vitamin k. It was reported that the neurologic dysfunction was not device related. An electrocardiogram showed sinus tachycardia and atrial sensed ventricular paced (asvp) 113 beats per minute (bpm). It was reported that the cardiac arrhythmias were not related to the device. It was also reported that the subject had acute on chronic combined systolic and diastolic. The subject appeared hypertensive initially, but improved with sedation. It was reported the hypertension was not related to the device. It was later reported that the patient had a mean arterial pressure (map) of 108-140. A nicardipine gtt was ordered for a map goal of 70-90.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The heartmate 3 lvas IFU lists stroke, bleeding, respiratory failure, cardiac arrhythmia, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.